Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was a type c lesion located in the left circumflex artery (lcx). A 3.50x20mm (B)(6)¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was distorted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a promus element plus mr ous 3.50 x 20mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and severe damage was noted. Stent strut rows 1-10 on the proximal end of the stent appear undamaged; the remainder of the struts were damaged and stretched over the distal balloon cone. The undamaged crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found that there were multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was a type c lesion located in the left circumflex artery (lcx). A 3.50x20mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent was distorted. No patient complications were reported.